Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. A review of the device history record revealed all lots were manufactured to synthes tabulated drawing.

Manufacturer narrative:
This device used for treatment and not diagnosis. Rms company manufactured the locking holding sleeve ¿ long, for matrix, part 03.616.043, lot 6633547. Due to an unknown reason, part of the thread tip sheared off. The materials of the inner and outer shafts were determined to be within specification. The hardness was unable to be verified due to part geometry. The instrument conformed to dimensional specifications at the time of manufacturing. The threads, including major and minor diameters, thread length, and the inner diameter of the inner shaft were confirmed to be within specification.

Event description:
This is 1 of 1 report for complaint # (B)(4).

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: threaded tip broke off. On (B)(6) 2013, while the surgeon was inserting a screw, he leaned the screwdriver against the soft tissue and the tip of the screwdriver broke off.

Manufacturer narrative:
Investigation coordinated by synthes (B)(4). Report received indicates the threaded part of the retaining sleeve is indeed broken off. We can only suppose that the prime lock thread had not been fully threaded into the bone screw. This in combination of possible mechanical force (sideways) through soft tissue positioning / pushing may have lead to the damage of the tip. The manufacturing documents were reviewed and no discrepancies to the specifications where found. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. No product fault could be detected.